Event description:
The pump was returned for investigation. Investigation revealed call service alarms recorded in the pump history and a display failure. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/11/2013 with the following findings:a review of the pump history revealed multiple call service alarms. Rewind, load, and prime steps were successfully completed with no alarms. The pump was exercised for 24 hours with no alarms. The pump was opened and no defects were found on the pc boards. Additionally, the display screen appeared dim and discolored. The dim display was replaced with a test display and the screen functioned properly.